Event description:
The customer reported that the sys would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the sys and disabled the cine function. The sys was able to complete boot up. No conclusion can be drawn as further repair info was not reported.